Manufacturer narrative:
Follow up coversation with physician reporting the event.

Event description:
A patient underwent a functional anesthetic discography procedure at l2/3 and l3/4 disc levels, and shortly after, developed a streptococcus viridans discitis at the l3/4 disc level. The patient was being treated with antibiotics.